Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until expiring on (B)(6) 2023 (refer to MFR # 2916596-2023-07280). The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 outlines potential adverse events, including right heart failure, renal dysfunction, and hepatic dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that echocardiogram that was performed before implant on (B)(6) 2021 showed the right ventricle (rv) was moderately dilated and rv function was moderately to severely reduced. Due to fear of causing worsening aortic regurgitation and severe rv failure, the left ventricular assist device speed was unable to be increased. The patient had symptoms of rv failure including renal dysfunction with creatinine peaking at 400, diuretic resistance, elevated liver function tests due to congestion, shortness of breath, and lack of energy. Since implant, different treatments were performed for the rv failure. On (B)(6) 2021 multiple lvad speed optimization echocardiograms were performed. Two simultaneous right heart catheterization and echocardiogram speed optimization, diurectic requirements were increased, eventually intermittent IV furosemide and intermittent metolazone were required.

Event description:
It was reported that the patient experienced right heart failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.